Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: we have received one sample of syringe 50ml 18g x 1-1/2 from the customer. We noticed that the barrel tip of the complaint syringe was broken, so we investigated it to find out the root cause of the case. As we checked the same model house samples as of the complaint sample, there was no case of broken or damaged barrel tip. When we checked manufacturing record and inspection report of 50ml syringe, there is no abnormality found. We suppose that the syringe barrel tip may be broken by physical impact as we inspected it visually. We suppose that when the complaint syringe barrel was injected from the mold and dropped down to the floor upon molding injection process, the barrel tip (weak part) may be cracked and processed to assembly & packing line with damaged condition. CAPA was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the tip of a 50 ml bd¿ syringe with 18g needle cracked causing medication to leak. There was no report of exposure, injury or medical interventions.